Event description:
It was reported that when the patient was in recovery post coronary artery bypass graft (CABG) surgery, the patient's external pulse generator (epg) exhibited a loss of capture, battery depletion, pacing below the programmed rate, and stopped pacing entirely leading to cardiac arrest, bradycardia, and the patient coding. Post surgery the patient had become fully pacer dependent at the backup rate of 45 beats per minute(bpm). The epg was programmed in ventricular demand mode(vvi) when the patient's telemetry alarmed bradycardia with a heart rate of 36 (bpm). It was reported that the epg battery had depleted. The patient was intubated and received multiple rounds of cardiopulmonary resuscitation and medication was administered. Pulse returned however the patient's condition worsened over the next two days. It was reported that the patient subsequently died two days later.

Manufacturer narrative:
Correction b3, b5, d1, d2, h6 - annex a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient was in recovery post coronary artery bypass graft (CABG) surgery, the patient's pacemaker exhibited loss of capture, battery depletion, pacing below the programmed rate, and stopped pacing entirely leading to cardiac arrest, bradycardia, and the patient coding. It was noted that the pacemaker was programmed vvi. The patient was intubated and received multiple rounds of cardiopulmonary resuscitation and medication was administered. Pulse returned however the patient's condition worsened over the next two days. It was reported that the patient subsequently died.

Manufacturer narrative:
Additional information: section d. Suspect medical device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.